Manufacturer narrative:
(B)(4).

Event description:
It was reported that a day after implant, pacing pauses were observed. Oversensing was suspected but was not reproducible in clinic. Device was reprogrammed and the issue was resolved.